Event description:
The recipient is reportedly experiencing retention issues and an infection at the implant site. The recipient is presenting with swelling, thickness, and discharge at the incision wound. The recipient was given antibiotics for the infection. The recipient ceased device use.

Manufacturer narrative:
The recipient's device was explanted. The infection is not believed to be device related. The recipient will be reimplanted when infection is resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone on the top cover and the fantail region, as well as a severed electrode near the ground ring. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed damaged electrode wires near the fantail region. These are believed to have occurred during revision surgery. System lock was verified. The condition of the electrode prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection swab results indicated nontuberculous mycobacterium. The recipient has reportedly recovered. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.